Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation confirmed rotor instability events, which would have contributed to the reported sequence of events. However, the evaluation of (B)(6) could not determine the root cause of the rotor instability. Additionally, the cause of the reported bleeding could not be determined. The pump was returned wrapped in a blue mat with a sterilization indicator sticker. The pump appeared clean and the pump cable was intact. The apical cuff, sealed outflow graft, and modular cable were not returned with the pump. No depositions were noted along the pump blood-contacting surfaces. Visual inspection of the pump rotor under a microscope noted multiple scratch marks along the sides of the rotor base. Similar markings were also noted on the side wall of the rotor well. The scratches appeared consistent with the rotor instability events captured on the system controller and lvad log files. The lvad event log file showed the pump operating as intended at the set speed of 5200rpm for approximately 91 minutes. The pump was then shut off but still connected to power with the rotor levitating, which is consistent with the report of the pump being stopped and removed while bleeding was addressed. Approximately 10 minutes after the pump was stopped, the rotor became unstable, indicated by the rotor displacement values and several fault indicators. Based on the lvad and controller log files, it appears the increased current draw that resulted from the rotor instability caused the voltage value from the power module (pm) in use during the surgery to decrease, resulting in the reported red battery alarm from the pm. The alarm silence button on the controller was pressed in response, as indicated in the log files, which restarted the pump and resolved the rotor instability. This action also canceled the extended alarm silence. The pump was then stopped a second time, now with the normal alarm silence active instead of the extended alarm silence. Two minutes later, the normal alarm silence expired and the system again began to alarm. The alarm silence button on the controller was pressed and the pump again restarted. The pump was stopped a third time and then the driveline was disconnected. After cleaning, the returned pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. Stopping and starting the pump repeatedly, while dry, did not reproduced the rotor instability. The dry pump also underwent an extended run where it was left with the rotor levitated but not spinning for an hour, followed by multiple restarts and stops, and the instability could not be reproduced. The root cause of the rotor instability captured in the log files could not be determined. Multiples requests for additional information regarding the reported bleeding were issued to the customer but no further information was provided. The cause of the bleeding could not be determined. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The alarms and troubleshooting section of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) contains information on all system controller alarms and how to resolve them. The system monitor section contains a subsection entitled extended silence alarm button. This section explains that this button accompanies active alarms when the fixed speed is set below 4,000rpm. Press this button to silence all hazard and advisory alarms for four hours. During this time, messages continue to display on the screen even though the audible alarm is silent. This section also states ¿important! If the silence alarm button on the system controller is pressed, the system monitor¿s extended silence is canceled. The hm3 IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2019-00577 and 2916596-2019-00578.

Manufacturer narrative:
The age of the device was 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that during the implant of a left ventricular assist device on (B)(6) 2019, the pump restarted twice after being stopped via the system monitor. The surgeon asked to have the pump stopped and cardio-pulmonary bypass (cpb) reinitiated so as to remove pump from the apical cuff to repair a bleeding site (around cuff; backside of heart). The outflow graft was clamped and the pump removed and placed away from the heart (still connected to the outflow graft). Pump speed had been set to 5300 rpm and backup battery was not installed at time of pump stop. Approximately one minute later, the pump restarted for a second time. At that time, an alarm sounded from the power module, indicating that it was overdue for maintenance. Upon hearing the alarm, the alarm silence button was pressed on the system controller, which is likely what restarted the pump. At this point, the repair to the bleeding site had been completed. The surgeon decided to exchange the pump since it had run dry. The implant procedure was successfully completed and patient continues on vad support with the exchanged pump.